Manufacturer narrative:
Issue occurred before and after emsar notice of field correction (nfc). This issue has been happening continually for about a year. This complaint is related to MDR #1828100-2013-01036.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a potassium (k+) drift with the blood parameter monitor (bpm). This occurred multiple times. The perfusionist stated the unit's potassium values would drift from 3.5 to 5, 6, 7. The device was not changed out, as they used a laboratory analyzer to treat patient (not the bpm). The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Per the clinical review on (B)(4) 2013: the perfusionist (ccp) has observed that the k+ measurement has not been accurate over the last weeks. The ccp is performing the gas calibration during set-up of the device and after about 10-15 minutes after the initiation of cpb (when conditions are stable), the ccp performs an in-vivo calibration. The ccp observes drifting in the k+ measurement soon after the in-vivo calibration. It is not uncommon for the blood parameter monitor (bpm) k+ value to be 2 mmol/liter higher than the operating room analyzer. After another in-vivo recalibration, the blood parameter monitor (bpm) quickly drifts to values > 2 mmol/liter higher than the lab analyzer. This drifting occurred prior to the emsar nfc potting, and has continued after the nfc was completed. According to ccp, the other shunt sensor parameters are not drifting. The ccp stated that they do not treat the pt according to the bpm data. Treatment is based on independent lab analysis, and this has resulted in additional lab samples being drawn and analyzed. The cases have all been completed successfully, with no delay and no harm observed.